Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the limited information provided, it is unknown whether the device may have caused or contributed to the reported event. The user facility alleges the patient developed a bulge and underwent explant of the ventralight st mesh. Although it was not directly alleged as a recurrence, it appears the patient developed and was treated for a recurrence which is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the available information, no conclusion can be drawn. Additional information from the voluntary report: (B)(4) 2012, ventralight st echo mesh.

Event description:
Patient had the device implanted for a ventral hernia in (B)(6) 2011. Patient returned with a bulge of the device and had a re-repair.